Manufacturer narrative:
A review of the device history records (DHR) was performed for the reported packaging lot (4709421) for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The navilyst medical (B)(4) 2014 complaint report was reviewed for the product family of stopcocks/manifolds and the failure mode of "hole in the pouch". No adverse trends were indicated. The reported event was confirmed, as the returned sample contained a small hole in the tyvek portion of the stopcock pouch. The most likely root cause for this incident is handling after the package left the navilyst medical facility. The pouches are 100% inspected during the sealing process per navilyst medical procedures, and this is an obvious defect that would have been detected. No corrections is required at this time since the root cause for this event has been deemed handling damage. Based on the low frequency, no recent trends, no issues noted in the DHR, and adequate process controls in place, no corrective action to be taken at this time. (B)(4).

Event description:
As reported by navilyst medical's distributor in (B)(4), a pouch containing a stopcock was noted, in their warehouse, to have a small hole in the tyvek side, thus the stopcock was no longer sterile. The sample was returned to navilyst medical.